Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014

Event description:
Related manufacturer reference number: 2017865-2020-00957. It was reported that the patient presented in clinic for follow-up. Upon review, it was noted that the atrial and ventricular leads exhibited noise. It was also discovered that the leads were fractured. The leads were capped and replaced on (B)(6) 2020. The patient was in stable condition post-procedure.